Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that bending rubber perforated, insertion flexible tube (ift) buckled, remote control buttons scratched, and remote control buttons rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR.

Event description:
A symptom that the remote button no. 1 does not work well occurs during the pre-use inspection. The effect is good when pressed straight, but the effect from the side of the button is poor. The difference in effectiveness is clear compared to other scopes. Since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.